Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: external insulation abrasion was noted at 19.8-20.2cm from the connector pin, consistent with lead friction to the device can. The etfe coating was abraded at this location, consistent with the field observation of noise.

Event description:
It was reported that multiple ventricular fibrillation episodes were observed due to noise. The lead was explanted and replaced. There were no adverse consequences to the patient.